Event description:
It was reported that "patient had implantation of arteriovenous graft in the left thigh for dialysis access at the hospital. The patient experienced a large lymphocele of the groin and was re-explored one month after it was implanted. Found weeping of serum from the arterial portion of the arteriovenous graft." The graft was explanted.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. The results of the investigation are inconclusive and the root cause is unknown, as no sample was returned. The hosp pathology report (attached to the complaint in the medwatch report) indicates that procedural / pt related issues contributed to and or caused this event (i.e., lymphocele). Adverse reactions: potential complications which may occur with any surgical procedure involving a vascular prosthesis include, but are not limited to: disruption or tearing of the suture line, graft, and/or host vessel; suture hole bleeding; graft redundancy; thrombosis; embolic events, occlusion or stenosis. IFU warnings: exposure to solutions (e.g., alcohol, oil, aqueous solutions, etc.) May result in loss of the grafts hydrophobic properties. Loss of the hydrophobic barrier may result in graft wall leakage. Avoid excessive graft manipulation after exposure to blood or body fluids. Do not forcibly inject any solution through the lumen of the graft or fill the graft with fluid prior to pulling it through the tunnel as loss of the graft's hydrophobic properties may occur. Loss of the hydrophobic barrier may result in graft wall leakage. During tunneling, be sure to create a tunnel that closely approximates the outer diameter of the graft. A tunnel that is too loose may result in delayed healing and also may lead to perigraft seroma formation.